Event description:
A malfunction alarm known as an altitude alarm 21 was reported by the customer during a long plane flight in a pressurized cabin. There was no adverse impact to the customer¿s blood glucose level. The customer declined any troubleshooting or follow-up action, and no further information was provided. The customer is out of warranty and in the process of obtaining a new device.